Event description:
The customer reported to olympus, the hd autoclavable camera head had a suspected disconnection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. The device evaluation found no image due to charged coupled device(ccd) failure. It was also found that video cable appearance abnormality (other than internal metal protrusion) wrinkles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.